Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a female, (B)(6), used fixodent denture adhesive, version: unknown cream beginning in 1997 through 2011 and/or superpoligrip original, beginning in 1997 to present, for her dentures, unspecified total daily uses, and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries. Health care professional was visited. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.